Event description:
Device was being used in a chair, rather than a bed, as a reminder for resident not to ambulate unassisted. Threads holding a seam did not hold and resident was able to rise without releasing the belt. The resident walked a short distance and then fell. Subsequent x-rays revealed that the resident sustained a fracture of lumbar vertebra #1.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: inadequate quality assurance, none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.